Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the pump history .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had pump error and unable to rewind. The blood glucose at the time of the incident was unknown. Customer states pump was not exposed to a high magnetic field. The customer was assisted with troubleshooting. The device will be returned for analysis.